Event description:
On 2/15/2008 the biomed reported: the physician ordered pca hydromorphone: dose 0.4mg. The concentration in the syringe was 10mg of hydromorphone in 25 ml. The patient received the entire syringe in 30 minutes. On 02/25/2008 received the following information from qa: the patient was difficult to rouse, required 2 doses of narcan 0.4mg, oxygen for an o2 sat of 41% and increased monitoring. The patient was discharged from the hospital in 2008. Investigation is ongoing. Follow up report will be submitted when investigation is completed.

Manufacturer narrative:
.